Event description:
Surgeon faced the problem with firing mechanism of protack as result surgeon faced difficulty in firing, also it was ejecting tack incompletely, where half tack got fixed in mesh and half still attached to shaft. Patient involvement: yes. Patient injury: no.

Manufacturer narrative:
(B)(4).